Event description:
It has been reported to philips that the wireless footswitch did not work and the wi-fi indicator was red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use. The wi-fi led was red, indicating a loss in the wireless connection. The wireless connection was re-established when the customer replaced the battery. When the battery is removed, the power to the footswitch is removed which resets the software. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The customer has the wired footswitch connected as a backup. Corrected data: updated codes based on investigation.